Event description:
It was reported that a polarsheath was used in a atrial fibrillation de novo polarx cryoablation procedure. During the procedure the physician performed the transeptal puncture, while inserting polarsheath over the guidewire, the guidewire placement dislodged from left atrium. The physician started again and reperformed the transeptal puncture, then recognized a pericardial effusion when the checked with ultrasound and contrast. The polarsheath was never in left atrium only on the right side. The procedure was canceled due to this event. The patient was admitted to hospital beyond the standard of care but expected to fully recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.